Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation. Extensive functional testing was performed and the reported problems could not be duplicated. No faults were found with the unit. The device was recertified and returned to the customer. The device activity log was not available for review as part of the investigation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge and the pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.